Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and reservoir lip ring was broken off. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir lock or did not lock in place. The customer was advised to the insulin pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.